Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
"It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 766 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, rapid heart rate, high blood cell count and "other conditions". The patient was treated with "a lot of IV's (intravenous medications) during the week". The patient was released after spending a week in the hospital. The patient's blood glucose history is as follows: time, bg(mg/dl): 4:30pm, "high" (<400). 6:30pm, "high" (<400) 766 ("at night in the hospital").